Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the user: evita xl ventilator alarmed hi pitched noise normally associated with switching on and off. Lasted a few seconds but vent still working with screen still on. A very short time later (a few seconds) happened again this time switched itself off, then commenced bagging of patient. My colleagues informed me that the ventilator then switched itself back on.¿ it was reported that no injury occurred.

Manufacturer narrative:
The affected device was checked by the clinical engineering department of the customer and the log file was provided for the investigation. The customer reported that he was unable to replicate the fault during extensive testing. Based on the log entries it could be confirmed that the device performed two consecutive warmstarts at 21:45 on (B)(6) 2018. Afterwards, the device continued ventilation of the patient until it was switched to standby by the user at 22:18. During this timeframe, several alarms are logged indicating a leakage or disconnection in the breathing hose system. The error log contained no entries indicating a persistent technical malfunction. Based on the available information a definite root cause could not be determined, but it is likely that the device rebooted due to external electrical or electromagnetic effects exceeding the standard requirements of iec60601-1-2 applicable at the time the device was sold. The device reacted as specified by initiating a warmstart in an attempt to solve the issue. During a warmstart, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.